Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review since the patient, who was implanted on 20apr2026, had been receiving a daily "replace backup battery" alert from 27apr2026 and through 29apr2026. The event log confirmed the reported emergency backup battery (ebb) faults. The pump itself appeared to be operating within normal parameters.